Event description:
Davinci vessel sealer malfunctioned during surgery. Blade would not retract back. No harm was done to patient. Device was intact upon inspection.manufacturer requests device(s)for evaluation. This is the 4th defective device. Local rep is supposed to pick up products for evaluation.what was the original intended procedure?gyn procedure.device #1is this a laboratory device or laboratory test?no.